Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper/lower/mid abdomen and the flank area and presented with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks, upper and lower abdomen on (B)(6) 2021 using the cooladvantage c150 and c140 elite system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Continued d4 - serial #(B)(6) (device serial number was reported but does not populate. Physician noted "not available- former legacy").